Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the kugel patch (device 2). An additional supplemental emdr was submitted to represent the bard/davol kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2004 - patient was diagnosed with complex ventral hernia thereby underwent laparoscopic repair with the implant of kugel patches (device 1, 2). Per op notes, ¿large amount of anterior abdominal wall adhesions including the transverse colon were stuck inside the ventral hernia. A large piece of kugel patch (device 1) was placed in abdominal cavity and laid against anterior abdominal wall and cover the larger defect using stapled. Superiorly, patient two smaller hernias just above larger hernia. A kugel patch (device 2) was placed in anterior abdominal wall and stapled circumferentially.¿ on (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral hernia, adhesion thereby underwent open repair with the partial removal of meshes (device 1, 2). Per op notes, ¿adhesions were lysed. The hernia sac and multiple loops of small bowel adhered to sac were excised. The midline aspect of kugel patch (device 1, 2) and rind of plastic ring was removed. The well adhesed mesh was left in place. All metallic staples were removed. A biological mesh was placed and secured circumferentially using sutures.